Manufacturer narrative:
The device was returned to the service center for evaluation. The bending section glue was found cracked on the insertion tube and bending section cover. In addition, corrosion and frayed wires were noted on the passive section bending mesh. The objective lens had excessive glue and a possible chip underneath that did not affect the scope¿s image. There were no stain or shadow, no clicking noise, no flickering image and the control knobs along with the scope¿s switches were found functional. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that during an unspecified procedure, the scope image was loss and unrestorable as an ¿b30 communication error¿ was observed. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.